Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic tore the capsule and the iol went into the posterior chamber into the vitreous. Additional information was provided by the nurse, who reported that according to the surgeon's opinion the cause of the event was due to an extension of a small posterior capsular tear causing instability of the lens. Eight days later, the iol was explanted and an anterior chamber lens was implanted by the retina specialist.